Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient presented with complaint of acute onset dizziness. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was removed and replaced. The patient was stable.